Manufacturer narrative:
Patient identifier, age or date of birth, and weight not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a procedure for a distal radius fracture on (B)(6) 2017, the variable angle (va) locking screw would not lock into the second distal hole of the 2.4mm titanium variable angle locking compression plate (va lcp) 2 column distal radius plate using a va drill sleeve. Surgeon changed the insertion direction of the va drill sleeve and tried to insert a new screw into the same hole but was not successful. Surgeon then attempted to insert the screw into a proximal hole of the plate and was able to successfully tighten it. Surgery was completed with a delay of approximately 2 minutes. No adverse consequence to the patient was reported. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a device history record review was performed for the subject device part number: 04.210.116s. Synthes lot number: l578786. Please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4). Release to warehouse date: 19.sep.2017, expiry date: 01.sep.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.210.116 / h439930 was manufactured in us. Manufacturing location: (B)(4), manufacturing date: 25-aug-2017, part no: 04.210.116, lot no: h439930 (non-sterile) - 2.4mm ti va locking screw stardrive 16mm. Quantity (B)(4), components reviewed: raw material part 04.211.016.999 2.8mm ti screw blank 16mm. Bp55, lot h431172 meet specification. Inspection sheet for mill shaft threads/ head thread/ flute final inspection meets inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product development investigation was performed for the subject device: we have received the va lockscr 2.4 self-tap l16 tan (04.210.116s / l578786) for investigation, upon visual inspection of the complaint device it seems that the screw got used (was implanted), as the shaft thread and at head thread at some positions are damaged/ deformed and on this points the coating is away from the damage. Furthermore, the screw recess has some scratches with loss of coating. Otherwise the screw is in a good condition. DHR review showed no issues. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. Unfortunately, we are not able to determine the exact reason for this occurrence, but we assume that during the operation an application error may have taken place or/and that strong bone from patient, led to this issue. To prevent such problems, it is necessary to operate according to the technique guide. Complained issue could not be replicated and/or confirmed based on the available information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: the correct date for mwr-(B)(4) is 22-jan-2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.